Event description:
It was reported to philips that the system's geometry movements failed sporadically when the system was restarted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Despite prior indication, additional information confirmed that the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system on-site and observed that the system geometry failed intermittently during system restarts. The fse replaced the hybrid extension box and the geo io box. Following these actions, the system was restored to good working order and was ready for clinical use. The geo io box and hybrid extension box were returned for failure analysis; however, no failure was observed. Log file analysis could not confirm a geometry failure. Hence, no root cause could be identified. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. As the device was outside of use at the time the issue was identified, the user would identify this issue prior to utilizing the system. Based on re-evaluation, this case is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on investigation outcome. The health impact code was corrected.